Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose was unknown. Customer also reported that the insulin was squirting out during the manual prime process and keypad not responding. Customer had abscess formed after being hospitalized and admitted in intensive care unit again and in the beginning of (B)(6). Customer stated that the rewind message occurred after an alarm, back light not responding and time did not stay correct. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.